Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed redness, inflammation, and drainage under the sensor pod. Additional information from the patient was received on 06/20/2022. It was reported that on (B)(6) 2022, the patient consulted an healthcare personnel (hcp) and was prescribed unspecified oral antibiotic for five days. The patient stated the hcp confirmed the skin reaction with infection was due to the patient not cleansing the skin properly before inserting the sensor. At the time of the follow up phone call, the patient stated the skin reaction has completely healed after the antibiotic treatment. No additional patient or event information is available.